Manufacturer narrative:
The manufacturer previously reported a ventilator failed test steps during testing and the active exhalation control module was replaced to address the issue. The active exhalation control module was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the active exhalation control module failure was found to be physical damage to the solenoid valve.

Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed steps during testing. The device's active exhalation control module was replaced to address the issues.